Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that bradycardia occurred. The 2.50mm x 25mm, concentric, de novo, 70% stenosed target lesion contained a less than 45 degree bend was located in a moderately tortuous and severely calcified left circumflex artery. Ejection fraction was noted to be at 40. Vascular access was obtained via the radial artery. A 1.50mm rotalink plus was used to treat the target lesion. During the procedure, a non bsc guide wire was used initially to advance to the target lesion,then it was exchanged with rota floppy wire with the help of micro catheter. A 1.50mm rotalink plus was introduced proximal to the target lesion and ablation was performed with the set platform of 170,000 rpm. After couple of runs, patient had bradycardia, when the left anterior descending artery and the ramus got occluded. Patient became stable with the support of dopamine and nitroglycerin. Then the physician tried to use 2.25x8 non bsc balloon catheter to the lesion but it did not work , so he took 2.0x8 non bsc balloon, even then the lesion was yielding, then finally the physician took a 1.5x8 non bsc balloon, even then the lesion was not yielding. Then a 2.0x10 flextome was used but it could not cross the lesion with multiple attempts. The physician decided to use an ivus, a good amount of calcified lesion and tight fibrotic in the mid of lcx was seen. So, the physician decided to use the rotablator, but the wire would not get through with the rotalink plus which was initially used. Then it was exchanged with a new 1.5 rotalink plus, the wire went smoothly and started to ablate the lcx. After ablation, the lesion was predilated with a 2.25x8 non bsc and a 2.5x28 promus element was deployed, a good flow was established.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was locked upon return in a backward position; it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection. No issues were noted. The drive shaft, coil and sheath were inspected and there was no damage noted.a test guidewire was loaded through the burr and advanced through the device without resistance. The burr was microscopically examined. The annulus was inspected and no damage was observed. No issues were noted with the exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that bradycardia occurred. The 2.50mm x 25mm, concentric, de novo, 70% stenosed target lesion contained a less than 45 degree bend was located in a moderately tortuous and severely calcified left circumflex artery. Ejection fraction was noted to be at 40. Vascular access was obtained via the radial artery. A 1.50mm rotalink¿ plus was used to treat the target lesion. During the procedure, a non bsc guide wire was used initially to advance to the target lesion,then it was exchanged with rota floppy wire with the help of micro catheter. A 1.50mm rotalink¿ plus was introduced proximal to the target lesion and ablation was performed with the set platform of 170,000 rpm. After couple of runs, patient had bradycardia, when the left anterior descending artery and the ramus got occluded. Patient became stable with the support of dopamine and nitroglycerin. Then the physician tried to use 2.25x8 non bsc balloon catheter to the lesion but it did not work , so he took 2.0x8 non bsc balloon, even then the lesion was yielding, then finally the physician took a 1.5x8 non bsc balloon, even then the lesion was not yielding .then a 2.0x10 flextome was used but it could not cross the lesion with multiple attempts. The physician decided to use an ivus, a good amount of calcified lesion and tight fibrotic in the mid of lcx was seen. So, the physician decided to use the rotablator, but the wire would not get through with the rotalink plus which was initially used. Then it was exchanged with a new 1.5 rotalink plus, the wire went smoothly and started to ablate the lcx. After ablation, the lesion was predilated with a 2.25x8 non bsc and a 2.5x28 promus element was deployed, a good flow was established.